Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported on (B)(6) 2018 that they were having issues with the insulin pump due to infusion set leak. Customer's blood glucose level at the time of the call was 435 mg/dl. Customer's blood glucose at the time of the incident was 600 mg/dl which they reported high and tried to treat with the insulin pump but were also admitted to the hospital. Troubleshooting occurred but is not yet completed for infusion set. It was not reported whether auto-mode was in use at the time of the incident. Product is not expected to return.